Event description:
A complaint was received from a customer that stated that the "tens unit" in the display is missing. The customer stated that they were unaware how long this has been happening. A request was made to return the system for evaluation. In the meantime a replacement unit is being provided.